Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that buttons was hard to press. Customer's blood glucose value was unknown. Customer stated that crack on insulin pump and screen also diminished battery life and rejected brand new battery. Customer also stated that insulin pump had unexplained no delivery alerts. The device will not be return for analysis.